Manufacturer narrative:
An investigation was performed for this issue via complaint ID# (B)(4). It was found that the esie flow application was designed to look at and quantify flow through the aortic and mitral valves and calculate stroke volumes and regurgitant fractions etc., for those valves and general cardiac function. This application does not support carotid scanning and diagnosis of carotid artery diseases, as was the case for this patient. If the customer (atrium health) is using esie flow for carotid applications then they are going outside the intended use of the application. This was confirmed after review of the user manual for acuson sc2000 (features and applications reference, p/n 11508204-abs-002-01-01), which explains the application and it's intended use. This document is provided to the user during system installation. It explains in chapter d8-3 "esie flow application". The esie flow quantification package is a clinical software program for quantifying inflow and outflow stroke volume, regurgitant volume, regurgitant fraction, heart rate, and cardiac output through the heart using color volume data acquired with the following transducers: 4z1c transthoracic echocardiography (tte) transducer. Z6ms transesophageal echocardiography (tee) transducer (mid-esophageal views only). Thus, there is no evidence of device malfunction. Reference ID# (B)(4).

Event description:
On 05/28/2024, siemens received information from FDA that a patient had submitted MDR report# mw5154611 on the siemens ultrasound system acuson s2000 from (B)(6) health, charlotte, north carolina. This report was submitted by the patient on 05/02/2024. In the report, the patient said "(B)(6) health stated their ultrasound machine is not registering the velocity of blood flow for stenosis correctly. Contacted siemens, the maker of the acuson s2000". Upon receiving the information from FDA, siemens is submitting this report (MDR# 3023245-2024-00029) to document the investigation for this issue. Siemens was initially notified about this event on 04/18/2024 thorough a letter from the (B)(6) medical review board. In the letter, the patient alleged that on (B)(6) 2024, she was admitted to (B)(6) under stroke protocol, presenting with symptoms indicative of convergence insufficiency, left-sided weakness, and left-sided neck pain. Subsequent evaluation by radiologist revealed stenosis of both the left and right carotid arteries, each ranging from 50-69%. Notably, a previous ultrasound scan via an acuson sc2000 conducted in (B)(6) 2020 yielded no indication of such stenosis. During this hospitalization, additional diagnostic revelations emerged, uncovering mild to severe degenerative disease across multiple levels of the spine. However, discrepancies arose concerning the severity of this diagnosis, as a CT scan reported moderate to severe degeneration, while an MRI indicated a milder degree. The patient is alleging malpractice against the hospital. The hospital has stated that the acuson sc2000 did not register the velocity of blood flow correctly, leading to the subsequent diagnosis that was provided in 2020. Siemens initiated complaint (ID# (B)(4)) on 04/25/2024 to investigate the allegation. Note: investigation found that atrium health does not have an acuson s2000 system as mentioned in the MDR report# mw5154611. They have an acuson sc2000 system. Therefore, it likely that the patient incorrectly reported the issue against acuson s2000 in the MDR report.